Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding (general)") and hydrosalpinx ("left hydrosalpinx/other injuy or complications-describe: left hydrosalpinx") in an adult female patient who had essure (batch no. A73762-invalid, b26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hair loss, migraine (not recovered prior to essure), headache (not recovered prior to essure) and transient ischemic attack. Concurrent conditions included overweight, migraine, hypertension, allergic rhinitis, transient ischemic attack and hypertension. Concomitant products included fluoxetine hydrochloride (prozac), losartan, montelukast (singulair), propranolol, trazodone and triamcinolone acetonide (nasacort). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)/abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding(vaginal, menorrhagia)"), ovarian cyst ("ovarian cysts/other injury or complications -describe: ovarian cyst"), hot flush ("hormonal changes describe: hot flashes, irritability, trouble sleeping, mood swings, weight gain"), irritability ("hormonal changes describe: hot flashes, irritability, trouble sleeping, mood swings, weight gain"), insomnia ("hormonal changes describe: hot flashes, irritability, trouble sleeping, mood swings, weight gain"), mood swings ("hormonal changes describe: hot flashes, irritability, trouble sleeping, mood swings, weight gain") and weight increased ("weight gain/loss (specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), migraine ("migraines/migraine/headache worsened after essure"), headache ("headaches/migraine/headache worsened after essure"), nausea ("nausea/nausea"), fatigue ("fatigue/fatigue"), weight decreased ("weight loss"), alopecia ("hair loss/hair loss historyof alopecia"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and artificial menopause ("hormonal changes describe: forced to go into menopause early"). The patient was treated with estradiol, medroxyprogesterone acetate (provera), botulinum toxin type a (botox), surgery (salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side removal of ovary),) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, insomnia and abdominal pain lower had resolved, the hydrosalpinx, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, dysmenorrhoea, fatigue, weight decreased, ovarian cyst, hot flush, irritability, mood swings and weight increased outcome was unknown and the migraine and alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, artificial menopause, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, hydrosalpinx, insomnia, irritability, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and hydrosalpinx ("left hydrosalpinx") in an adult female patient who had essure (batch no. A73762, b26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, migraine, hypertension, allergic rhinitis and transient ischemic attack. Concomitant products included fluoxetine hydrochloride (prozac), losartan, montelukast (singulair), propranolol, trazodone and triamcinolone acetonide (nasacort). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight decreased ("weight loss"), alopecia ("hair loss"), ovarian cyst ("ovarian cysts") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side removal of ovary),) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hydrosalpinx, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, dysmenorrhoea, fatigue, weight decreased, ovarian cyst and abdominal pain outcome was unknown and the migraine and alopecia had not resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hydrosalpinx, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history, concurrent condition, lot number were added. Events genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, fatigue, weight decreased, alopecia, hydrosalpinx, ovarian cyst, abdominal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding (general)") and hydrosalpinx ("left hydrosalpinx/other injury or complications-describe: left hydrosalpinx") in an adult female patient who had essure (batch no. A73762, b26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hair loss, migraine (not recovered prior to essure), headache (not recovered prior to essure) and transient ischemic attack. Concurrent conditions included overweight, migraine, hypertension, allergic rhinitis, transient ischemic attack and hypertension. Concomitant products included fluoxetine hydrochloride (prozac), losartan, montelukast (singulair), propranolol, trazodone and triamcinolone acetonide (nasacort). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)/abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding(vaginal, menorrhagia)"), ovarian cyst ("ovarian cysts/other injury or complications -describe: ovarian cyst"), hot flush ("hormonal changes describe: hot flashes, irritability, trouble sleeping, mood swings, weight gain"), irritability ("hormonal changes describe: hot flashes, irritability, trouble sleeping, mood swings, weight gain"), insomnia ("hormonal changes describe: hot flashes, irritability, trouble sleeping, mood swings, weight gain"), mood swings ("hormonal changes describe: hot flashes, irritability, trouble sleeping, mood swings, weight gain") and weight increased ("weight gain/loss (specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), migraine ("migraines/migraine/headache worsened after essure"), headache ("headaches/migraine/headache worsened after essure"), nausea ("nausea/nausea"), fatigue ("fatigue/fatigue"), weight decreased ("weight loss"), alopecia ("hair loss/hair loss history of alopecia"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and artificial menopause ("hormonal changes describe: forced to go into menopause early"). The patient was treated with estradiol, medroxyprogesterone acetate (provera), botulinum toxin type a (botox), surgery (salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side removal of ovary),) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, insomnia and abdominal pain lower had resolved, the hydrosalpinx, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, dysmenorrhoea, fatigue, weight decreased, ovarian cyst, hot flush, irritability, mood swings and weight increased outcome was unknown and the migraine and alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, artificial menopause, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, hydrosalpinx, insomnia, irritability, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received. Events per pfs: hormonal changes describe: forced to go into menopause early, irritability, sleeping problems, hot flashes, abnormal vaginal bleeding, menorrhagia, dysmenorrhea, nausea, abdominal pain, abdominal pain lower, migraine, headache were added, outcome of the events updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.